Event description:
It was reported "after insertion of the alleged iab catheter into the patient following instructions on IFU in cath lab, the iab catheter was connected to a cardiosave iabp to initiate iabp therapy at 1pm. At 3pm, the cardiosave began to show 'gas gain' alarm persistently in every 20 minutes. Nurses checked the catheter and helium tubing and confirmed no kinking of any component. They attempted to troubleshoot by pressing iab catheter filling at 4pm and the alarm still persisted. At 430pm, the nurses changed the connection of the iab catheter to another maquet iabp to exclude the possibility of machine failure, but it was not able to solve the problem. Eventually the doctor decided to remove the alleged catheter and exchange to another new iab catheter through the groin from the other side. The gas gain alarm did not show up again after exchange of a new iab catheter". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a small cardboard box and was poorly packaged in a small biohazard bag. Upon return, the teflon sheath was noted on the returned iabc; liquid blood/fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Multiple bends to the iabc central lumen were noted at approximately 10.8cm, 19.8cm, 42cm and 72.5cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the retuned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 10.6cm and 20.1cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was con ducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab helium loss alarm is confirmed. During the investigation, an external leak was confirmed from the iabc bifurcate bushing. An external leak can cause the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ex-ternal leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "after insertion of the alleged iab catheter into the patient following instructions on IFU in cath lab, the iab catheter was connected to a cardiosave iabp to initiate iabp therapy at 1pm. At 3pm, the cardiosave began to show 'gas gain' alarm persistently in every 20 minutes. Nurses checked the catheter and helium tubing and confirmed no kinking of any component. They attempted to troubleshoot by pressing iab catheter filling at 4pm and the alarm still persisted. At 430pm, the nurses changed the connection of the iab catheter to another maquet iabp to exclude the possibility of machine failure, but it was not able to solve the problem. Eventually the doctor decided to remove the alleged catheter and exchange to another new iab catheter through the groin from the other side. The gas gain alarm did not show up again after exchange of a new iab catheter". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).